Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for an esophagogastroduodenoscopy (egd) procedure within the stomach, performed on (B)(6) 2012. According to the complainant, during preparation, when the injection gold probe box was opened, the pouch contained within was identified as a gold probe 350cm. The gold probe 350cm was not used in the patient and was removed from service. The procedure was then completed using an injection gold probe. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for an esophagogastroduodenoscopy (egd) procedure within the stomach, performed on (B)(6) 2012. According to the complainant, during preparation, when the injection gold probe box was opened, the pouch contained within was identified as a gold probe 350cm. The gold probe 350cm was not used in the patient and was removed from service. The procedure was then completed using an injection gold probe. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with its original tray labeled upn # (B)(4) from lot # 12518400. In addition, another box was received labeled with upn # (B)(4) from lot # 14955402. The two labeled boxes do not match. A visual examination of the returned device found no visible issues. The condition of the returned incident device was consistent with the complaint since the returned labeling reflects the reported issue. However, an inventory review was performed which revealed that a mix of units from these two batches is unlikely to have happened while the units were within bsc control. Both batches were built with a three 3 year difference. The injection gold probe was manufactured until 2012 and the gold probe was built and completely sold by 2009. The inventory review confirmed that these two batches were never physically together at the distribution center or manufacturing site. Therefore, the root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) - (pouched device contained within the box incorrect). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.